Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings from her adc blood glucose meter. Customer further reported that on (B)(6) 2016 she received an unspecified ¿high¿ reading and self-administered her ¿usual¿ insulin. Sometime later customer¿s husband returned and tried to wake her up, but she was unconscious so he rushed her to a hospital. At the hospital they performed two sets of comparisons between the adc meter and a hospital device (no readings provided), but the adc meter continued to produce ¿falsely high¿ readings. Customer was hospitalized and received unspecified treatment. Customer was discharged on (B)(6) 2016. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product was received and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Catalog no was corrected as the 510k number was entered incorrectly on the initial report.

Event description:
Customer reported receiving unspecified high readings from her adc blood glucose meter. Customer further reported that on (B)(6) 2016 she received an unspecified ¿high¿ reading and self-administered her ¿usual¿ insulin. Sometime later customer¿s husband returned and tried to wake her up, but she was unconscious so he rushed her to a hospital. At the hospital they performed two sets of comparisons between the adc meter and a hospital device (no readings provided), but the adc meter continued to produce ¿falsely high¿ readings. Customer was hospitalized and received unspecified treatment. Customer was discharged on (B)(6) 2016. There was no report of death or permanent injury associated with this event.